Event description:
It was reported that caller noticed incorrect time and date on pump but did not know why they were wrong. There was no reported impact to the customer¿s blood glucose level. Customer support assisted caller with updating pump time and date, educated that incorrect date could affect data uploads and reports but not insulin delivery, and advised caller to monitor pump and follow up if time discrepancy greater than five minutes recurred, which caller understood and acknowledged.